Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, superior branch retinal artery occlusion (retinal artery occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: lee, k., kim, g., & sa, h. (2021). The clinical spectrum of periorbital vascular complications after facial injection. Journal of cosmetic dermatology, doi:10.1111/jocd.14019.

Event description:
This MDR is related to MDR 3013840437-2021-00064 and 3013840437-2021-00065 referring to the same patient. This is a literature report from a single-center retrospective study aimed to categorize vascular complications according to clinical manifestations, and describe the prognosis of each category, after facial injection of cosmetic filler or local anesthetic. This literature report from (B)(6) concerns a (B)(6) year-old female patient. The patient was injected with hyaluronic acid, into the glabella (intentional device misuse). The patient had no underlying diseases with cardiovascular risk factors, such as hypertension, diabetes, or hyperlipidemia. Immediately after the treatment with hyaluronic acid, the patient experienced a sudden inferior visual field disturbance and severe ocular pain in the right eye. The patient had focal skin discoloration at the medial part of the eyebrow. The patient did not have skin lesions or diffuse purpura. However, the initial best-corrected visual acuity showed that she had light perception (lp) in the right eye, and a fundus examination revealed a supratemporal ischemic opacity, suggesting superior branch retinal artery occlusion. Fluorescein angiography confirmed the delayed filling of the superior and temporal arteries involving the macula and also demonstrated filling defect involving the entire optic disc and peripapillary choroid, potentially suggesting anterior ischemic optic neuropathy. An infrared image demonstrated ischemic injury of the papillomacular bundle and a spectral domain optical coherence tomography scan showed retinal thinning of the superior area (relative to the inferior area) of the right eye due to outer retinal atrophy. The visual loss in the eye with the branch retinal artery occlusion seemed to be associated with the papillomacular bundle involvement and anterior ischemic optic neuropathy. There was no limitation of extraocular movement and no blepharoptosis. The patient underwent an intraocular pressure-lowering treatment with anterior chamber paracentesis and eye drops, for dislodging filler embolus (as reported). The patient was also given a hyaluronidase injection and steroid pulse therapy. As reported, injecting 400 units or more of hyaluronidase into the ischemic area was repeated every hour until the capillary refill became normal, and vigorous massage was followed along the course of vessel to facilitate the permeation of injected hyaluronidase into the vessel walls. As reported, intravenous methylprednisolone was administrated at a dose of 250 mg/pulse up to a maximum dose of 1g/day for 3 days, and preferably used to prevent tissue necrosis. Despite these treatments, her visual acuity did not improve. At the last follow-up of 9 months, her best-corrected visual acuity was classified as counting fingers, and the visual field defect persisted, also described as a sequelae. It was further described that the patient was blind at the last follow-up. The outcome of the events superior branch retinal artery occlusion, anterior ischemic optic neuropathy and retinal atrophy was unknown. Due to the provided information, the outcome of the event visual loss in the eye was considered as not resolved. In the opinion of the authors, visual impairment was not associated with the severity or extent of purpura or blistering, which were the most common complications. Instead, visual impairment depended on whether the retinal arteries were affected or not. Additionally, the authors found that poor initial vision was caused by occlusion of macula-supplying retinal artery, and it was associated with a poor visual prognosis despite treatment. Skin lesions, such as purpura or blistering, blepharoptosis and ophthalmoplegia had the possibility to completely resolve with conservative care within 3 months in most cases. Intraocular pressure lowering treatment had the possibility to be effective in restoring vision if performed immediately after vascular occlusion.